Event description:
The event was received through literature article "device closure of residual shunt after percutaneous closure of patent foramen ovale" published in eurointervention 2010. It was reported that the physician implanted a 20mm helex septal occluder to close a 8.1mm patent foramen ovale. A moderate residual shunt was noted during a follow up visit. A reintervention was performed and a 25mm occluder was implanted thereby closing the defect with no procedural complications.

Manufacturer narrative:
Method - a review of the manufacturing records could not be conducted, because the lot # is unavailable. The device remains implanted, so no engineering evaluation could be conducted. The hospital does not have a record matching the patient details in the article so no further information is available. Majunke n, wallenborn j, baranowski a, wunderlich n, sievert h. Device closure of residual shunt after percutaneous closure of patent foramen ovale. Eurointervention 2010;5(7): 833-837.